Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with frozen display and constant tone due to moisture damage on lcd board. All the buttons functioned properly during testing and no moisture damage on keypad traces noted. The insulin pump had minor scratches on lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump made a high pitched alarm noise when the device was in suspend mode. The customer was unable to clear the alarm because the keypad was not functioning. The customer's blood glucose was 245 mg/dl. The customer confirmed that the issue did not result in a serious injury or hospitalization. The customer did not recall any significant events leading to the keypad issue. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.